Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose was 35 mg/dl. The customer reported that the insulin delivery was not suspended due to sensor glucose and sensor glucose difference. The customer reported that the blood glucose value from reported event was 35 mg/dl and sensor glucose value from reported event was 135 mg/dl. The insulin pump will be returned for analysis.